Event description:
Facility alleged that the brakes set but would not hold. No injury reported.

Manufacturer narrative:
Tech found brakes will set but not hold due to broken brakes. Replaced worn brake shaft and parts to resolve this issue. Stretcher found in basement.